Manufacturer narrative:
Quality controls were within range on the day of the event. No reagent performance quality issues were evident based on specification and release criteria. Performance is comparable to previous reagent lots. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing. Medwatch field e1. Facility name - the full facility name was provided as "beijing university shenzhen hospital peking university shenzhen hospital".

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 0.117 ng/ml. Since the value did not match the patient's clinical diagnosis, the sample was repeated, resulting in a value of 0.00380 ng/ml. The customer deemed the repeat value to be clinically consistent with the patient's status.